Manufacturer narrative:
Follow-up received on 17-dec-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: 857591; production date: may-2011; expiration date: may-2014. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and she tested positive to nickel (on a scale of 0-3 she was a 2). This case is not medically confirmed. This event was considered serious due to medical importance and is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, this occurrence caused her to seek out medical care and removal of the implants. A complete hysterectomy was performed. Her coils were intact with the exception of one marker and one coil was a jumbled up mess (seen as device dislocation). Given the event's nature and based on a compatible temporal relationship, causality between the reported event and suspect insert cannot be excluded. Due to performed surgical intervention, this case was upgraded to incident. Additionally, other serious and non-serious events were reported. Based on the available information no product quality defect was confirmed.

Event description:
This is a spontaneous case report received from a consumer in united states on 21-oct-2013 which refers to herself a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increased back pain, food sensitivities with reactions, severe pain during ovulation, periods were a lot heavier, periods were a lot more painful, chronic urinary tract infections, chronic yeast infections, and adenomyosis / abnormal thickening of my uterine wall. No information given on consumer's drug history, concurrent conditions or concomitant medication. The consumer's medical history included delivery in approximately (B)(6) 2011. In (B)(6) 2011 (three months post partum) the consumer had essure (fallopian tube occlusion insert) inserted for unknown indication. It was not reported whether essure was used previously. The consumer was breast feeding post insertion so she did not have periods. She started having increased back pain and food sensitivities with reactions. Once her period has resumed, she had severe pain during ovulation and her periods were a lot heavier and a lot more painful. She developed chronic urinary tract infections, as well as chronic yeast infections. Most recently, she was diagnosed with adenomyosis considered an abnormal thickening of my uterine wall. With her last period, she has had pain constantly for ten days straight. The doctor who inserted the essure has dropped this patient because the doctor said there was nothing more she could do to help this patient. A midwife at the same practice with a new hcp (who is a nurse practitioner) stated that the patient may require a hysterectomy. It was mentioned to the patient that if essure was releasing nickel into her body, it may be the cause of her pain and "aggravating her female system". Events onset dates were unknown. It was unknown whether treatment was given and events were ongoing. Reporter causality: the relationship was not reported. Follow-up received on 23-oct-2013: no new clinical information. Follow-up received on 07-nov-2013: information received from consumer states that she tested positive to nickel and also that she has been twice to ER with severe pelvic pain within last two weeks. Fup information was received on 27-nov-2013: ptc numbers assigned. Follow-up received on 18-dec-2013: patient information was updated. Gynecological problems includes: she stated at age 14, she had one ovarian cyst rupture. She underwent "laparoscopic surgery to clean it up and had an appendectomy at the same time". Spoke with consumer who at the time of the call declined to provide consent to contact any of her healthcare providers. She states that the original physician who performed the implant refused to see her to discuss what she was experiencing with the essure and requesting the essure be removed. As previously reported, the essure, lot number (857591), was implanted in (B)(6) 2011, 3 months postpartum. She was breastfeeding and advised to use condoms as back up contraception. An hsg test to confirm occlusion was performed (B)(6) 2011. Food sensitivities began "immediately" post insertion. She reports she could not eat whole grain food products or dairy products without experiencing severe stomach cramps and nausea. She stated she did not have these food sensitivities prior to essure placement. She's had to completely eliminate whole grain and dairy products from her diet. Back pain and ovulation pain began in (B)(6) 2012 and worsened this year. In (B)(6) 2013, she was seen in an emergency room for the pain. She was treated with IV pain medication. She had a CT scan performed to "make sure she didn't have any other issues". She stated that one of the "techs" indicated the scan looks like "the marker was broken on the essure" but she says none of her providers said anything about this. She was released from the ER after a few hours. One week later, she had an ultrasound done. She was told by her providers that nothing can be seen on ultrasounds and it appeared the essure are in the right place. On (B)(6) 2013 she saw her family allergist who did an allergy test for nickel. She was told she "was significantly allergic to nickel (on a scale of 0-3 she was a 2)". She was advised to get the essure removed. She had no history of yeast infections prior to essure. Since 2012, she has a yeast infection once a month which she treats with garlic and probiotics. Onset date of uti was (B)(6) 2013. She has had 6 in total which are treated with antibiotics. The most recent uti was last week for which she was prescribed clindamycin. Adenomyosis was diagnosed by ultrasound on (B)(6) 2013. She states will be having a hysterectomy on friday, (B)(6) 2013 for this. She was told they are going to try to "preserve the ovaries". On (B)(6) 2013 she stated she had an endometrial biopsy performed ("routine prior to hysterectomy") which showed endometritis. Treatment provided clindamycin (same treatment she was taking for the recent uti). She is planning on the essure being removed with the surgery on (B)(6) 2013. Consumer again, reiterated, she did not want any of her healthcare providers contacted for medical information. Consumer was provided with bayer medical information toll free number to contact at her convenience. Internal review from MDR committee review meeting dated 13-jan-2014: the incident category was changed to non-incident. Reason: event adenomiosis (indication of the scheduled procedure) is unrelated to essure. Ptc investigation result received on 22-jan-2014. The ptc (product technical complaint) global number for this report is (B)(4). Final assessment no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), "processing essure cases in (B)(4)." Medical assessment the medical events reported are not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. The technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow up information received on 11-aug-2015: consumer reported was implanted with essure after her doctor advised her not to have more children. Immediately after she had back pain, painful intercourse, and struggled with gastrointestinal and weight issues. Over the next two years the pain in her back spread to her stomach, increasing severely to the point where she could not get out of bed and was barely able to be intimate with her husband. She developed a nickel allergy and could not wear the white gold wedding rings (white gold is gold dipped in nickel to turn it white). This caused her to seek out medical care and removal of the implants. When she contacted her gynecologist, she refused to make an appointment, telling her they were permanent and she wouldn't remove them. Lt took her eight months and numerous emergency room trips, and three separate specialists to find a doctor willing to remove them. On (B)(6) 2013, she had a complete hysterectomy. Her coils were intact with the exception of one marker and one coil was a jumbled up mess. She reported that nineteen months later, she continued to suffer gastrointestinal issues, chronic pain, and struggle to lose weight. She also struggle with side effects of the hysterectomy. Case correction regarding information from 11-aug-2015: the consumer reported via FDA site; the reference number for this report is (B)(4). Company causality comment: this spontaneous case report refers to a female consumer who had inserted essure (fallopian tube occlusion insert) and she tested positive to nickel (on a scale of 0-3 she was a 2). This case is not medically confirmed. This event was considered serious due to medical importance and is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, this occurrence caused her to seek out medical care and removal of the implants. A complete hysterectomy was performed. Her coils were intact with the exception of one marker and one coil was a jumbled up mess (seen as device dislocation). Given the event's nature and based on a compatible temporal relationship, causality between the reported event and suspect insert cannot be excluded. Due to performed surgical intervention, this case was upgraded to incident. Additionally, other serious event and non-serious events were reported. An updated product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.